Manufacturer narrative:
(B)(4). One used outlook pump set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed through a pin-hole puncture in the outlook cassette film near the tubing port. Without the lot number, a thorough investigation could not be performed. Based on the sample analysis results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. The cassette film appeared to have been pierced / punctured by an unknown sharp tip object. It could not be determined where in the assembly, packaging, or use of the set this could have potentially occurred. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved outlook cassette component. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports there was a pinhole leak in the set where it enters the pump. The drug being infused was kyprolis, which is a targeted chemo.